Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
Related manufacturer reference number:1627487-2020-00631.it was reported that the patient experienced loss of therapy. Reportedly, the ipg turns off automatically. Diagnostics revealed high impedances on several contacts. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.